Event description:
A dialysis facility reported that prior to initiation of treatment, the machine gave a visual air detector alarm but the blood pump continued to run and the venous line clamp did not close.